Event description:
The dentist reported the abutment screw provided from lab with unknown abutment is loosening.

Manufacturer narrative:
One mhlas zimmer retaining screw was returned for inspection. A visual inspection revealed signs of wear due to usage around the threads and the shank. There was noticeable gouging around the hex circumference and wear around the collar. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems (4894i rev. 3 - 07/09) seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint was non-verifiable, as the exact details of the device usage were unknown and the reported loosening could not be replicated. The conditions under which the implant was subjected in the patient¿s mouth are unknown. A root cause could not be determined.